Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The questionnaire states it is unknown if antibiotics were used pre-operatively or if the site was irrigated before closure, which may be contributing factors to the occurrence. However, the patient has many contraindicating conditions; thus, investigation has concluded the issue is likely due to the clinician proceeding with a patient who is a poor candidate. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported an infection at the coil site. Antibiotics were prescribed and the stimulators were explanted on (B)(6) 2021. No further issues have been reported.